Event description:
Consumer reports a needle break in their stomach. Injected with the needle three separate times. On the third use, needle bent and broke off in their stomach. Realizes they should not have reused, but needed medical info on the best way to remove. Their doctor tried to remove, but couldn't find it and patient needed stitches.